Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log showed low flows. The patient was hypertensive and not compliant with their anticoagulation medications. The patient was to be admitted for blood pressure control. Log files confirmed low flow alarms. Upon examination. The patient was not wearing an anchor and had tan drainage from their driveline exit site. The patient was not compliant with daily dressing changes.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms was confirmed via the submitted log files. According to the account, the low flow alarms were due to hypertension. Additionally, a specific cause for the reported driveline infection, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6) 2022 through (B)(6) 2022. Intermittent low flow alarms were captured throughout the file. Pulsatility index (pi) values were elevated during the observed low flow events. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists hypertension and infection (local, driveline, and pump pocket), as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿ (under ¿blood pressure measurement¿), states that adequate therapy for post-implantation hypertension should consistently maintain the mean arterial blood pressure below 90 mm hg. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient was started on antibiotics and discharged on lisinopril and norvasc for hypertension.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that a wound culture was performed and demonstrated a new pathogen as well as the same ones identified on an earlier infection.